Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be initially unable to switch on. However, after the button was pressed several times, the device powered on. A visual inspection revealed the membrane tail to be misaligned. The fault could not be replicated with the membrane tail correctly fitted. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.